Event description:
It was reported that a cgm error 42 occurred. There was no reported impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and walked the caller through the process, but the error persisted. Consequently, technical support decided to replace the pump, and the caller, who is out of warranty, was transferred to renewals.